Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) was found to have an automatic inflation failure. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After inspection, it was determined that it was a problem with the pneumatic module. After communicating with the hospital equipment department and department, the pneumatic module assy were replaced and the machine can be used normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received the pneumatic module assy, rohs with a reported unit failure of an automatic inflation failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Parts fails the pim leak test due to a bad k10 solenoid. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per company procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is expected wear and tear.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
N/a.